Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had persistent low voltage advisories, and reported they were happening on both battery and wall power. New battery clips were issued earlier in the week. Batteries and battery clips were clean. Log files were submitted for evaluation and captured odd strings of low voltage advisories while on battery power and did not contain any instances when the patient is connected to the mobile powers unit (mpu). The advisories were only occurring on the system controller white lead, which appeared to be the patient¿s original system controller and was about 3.5 years old. It was also an older revision (1.6) of the system controller, so it was possible the system controller leads were fatiguing causing the low voltage advisories. It was recommended to exchange the system controller as the ebb fault alarm would not stop. The system controller was exchanged, and the event resolved. The system controller would be retuned evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of abnormal low voltage alarms was confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6). The log file contained approximately ~1 hour of information 25apr2024 (6:48:26 to 7:37:33 per timestamp). Frequently throughout the data, abnormal low power advisory alarms were observed. These alarms activated due to the relative state of charge (rsoc) of the white power cable briefly dropping below the designed alarm threshold. The atypical alarms appeared to resolve on their own shortly after their activation. The abnormal low voltage alarms did not impact the controller¿s ability to operate the pump at the set speed. Provided information indicated that the system controller was exchanged, and the reported alarms then resolved. It was also communicated that the controller would return to abbott for further analysis. However, tracking information was not able to be obtained and the controller has not yet arrived at abbott for analysis. This investigation will be re-opened if the product is received. The root cause of the abnormal low voltage alarms was not able to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault and low voltage conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was recommended to exchange the system controller as the low voltage alarm would not stop.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.